Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station's tower door 5, 6, 7, 8 were failed and it was unable to recover. The field service engineer (fse) attempted to recover the towers with the escort, but was unsuccessful. The tower doors opened in the hardware test application (hta) but not in the application. After checking the database debug log file, the fse found the new board installation had not updated and corrected the issue. The fse then escalated the problem to the technical support specialist (tss). The tss dialed into the device, verified the issue, and applied recovery steps from a knowledge article "cannot recover tower doors 5-8 after communication sled replacement". Manual updates were performed to bring the application to version 3.25.51.18 and the firmware to 1.10.2.16. Following a successful reboot, the tss contacted the customer, confirmed the recovery of all failed storage spaces, and provided a final update. The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, it had a tower doors 5,6,7,8 failed and not recoverable.. The customer reported that issue occurred when dispensing medications to the customer. There were no adverse events or injuries reported based on this event.